Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that there were green stripes on the image when they stressed the casing of the unit. They replaced the malfunctioning part and returned the device to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was interference in the image during use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.